Manufacturer narrative:
The reported event is associated with a clinical trial ((B)(6)) conducted under an investigational device exemption (ide). No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, following a neuro soft tissue ablation, the patient experienced a right upper quadrant (ruq) visual field (vf) deficit. It was noted that there were positive visual hallucination on the periphery of ruq vf. Additionally the patient was noted to have slightly decreased visual perception at the ruq periphery. It was reported that the event was found to have been in relation to the ablation system used in the procedure and was not related to the procedure. In addition, it was reported that the left scalp of the patient experienced numbness. Additionally, it was suspected that the numbness was due to interruption of the optical nerve at the scalp surgical site and that there was no allegation of deficiency against the ablation system in regards to the numbness.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the patient experienced a partial quadrantanopia that did not affect daily activities and was not present at a later follow-up visit.